Manufacturer narrative:
Batch review performed on 8 january 2021: lot 1905111: 50 items manufactured and released on 31-jul-2019. Expiration date: 2024-07-16. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 9months after the primary surgery reporting pain and the cause of the pain is unknown. The surgeon revised the sphere insert flex left 11mm s4 with a gmk-sphere tibial insert - flex s4l - 14mm. The surgery was completed successfully.